Event description:
In summary, as reported on (B)(6) 2021 the patient was implanted with a 3dmax mesh. Reportedly the patient was reoperated on in "2024 of an inguinal and crural hernia macway (mcvay) method." As reported the patient can no longer work, stand for very long, carry heavy loads and gets terrible pains when doing housework, gardening and walking. Reported description of incident: burning. Stabbing in the stomach and thighs paresis in the groin folds feeling of heaviness in the lower abdomen depressive syndrome mood disorder pain during intimate relations.

Manufacturer narrative:
As reported, the patient experienced pain post implant of the 3dmax mesh. The source of the patient¿s pain has not been identified by the health professionals treating the patient. The degree to which the 3dmax mesh implant used to treat the patient, may be causing, or contributing to the ongoing pain is unknown. A review of the manufacturing records was performed and found the lot was manufactured to specification. Note, the event date (15-jun-2024) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the patient experienced pain post implant of the 3dmax mesh. The source of the patient¿s pain has not been identified by the health professionals treating the patient. The degree to which the 3dmax mesh implant used to treat the patient, may be causing, or contributing to the ongoing pain is unknown. A review of the manufacturing records was performed and found the lot was manufactured to specification. Note, the event date (15-jun-2024) is provided as a best estimate. H.11 addendum: based on additional review of the information provided, this supplemental emdr is submitted to correct the annex e codes. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In summary, as reported on 18-nov-2021 the patient was implanted with a 3dmax mesh. Reportedly the patient was reoperated on in "2024 of an inguinal and crural hernia macway (mcvay) method." As reported the patient can no longer work, stand for very long, carry heavy loads and gets terrible pains when doing housework, gardening and walking. Reported description of incident: burning. Stabbing in the stomach and thighs paresis in the groin folds feeling of heaviness in the lower abdomen depressive syndrome mood disorder pain during intimate relations.